Event description:
The customer reported that during a preventative maintenance on the iabp, the iabp was reporting 0 minutes of portable run time. No patient was involved.

Manufacturer narrative:
The co rep observed that the 10 seconds after he turned the iabp on, the iabp shut down. The iabp has been maintained by the customer. The co rep replaced the batteries (part number: 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).